Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow block alarm, pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast). The customer reported no adverse event. The event involved product(s) mmt-242a, mmt-332a, mmt-1884. Troubleshooting was performed for pump error 37 and the customer was able to clear the error but was unable to complete the rewind process. Troubleshooting was not performed for the event insulin flow blocked alarm and the issue was resolved in the past. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. No product return is required for mmt-242a. No product return is required for mmt-332a. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a priming anomaly. Pump passed the self test, sleep current measurement test, and active current measurement test. Successfully downloaded history files and traces using thump. Pump error 37 was found in the history files on 03/20/2025 15:32:36.000. Confirmed pump alarmed insulin flow blocked alarm on 03/20/2025: 15:08:47.000 basal, 15:09:22.000 basal, 15:09:54.000 basal, 15:10:28.000 basal, 15:11:51.000 basal, 15:13:47.000 basal, and 15:32:22.000 priming; in pump downloaded history. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power related alarms or alerts noted during testing, however, a failed battery test was found in the history files on 03/20/2025 15:44:07.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, force sensor and motor home switch. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded home switch, scratched case, stained keypad overlay, and pillowing keypad overlay. Prime/fill anomaly and pump error 37 were confirmed due to moisture damage to the motor assembly. Unable to confirm no delivery/occlusion alarm during testing due to prime/fill anomaly. Failed battery test was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.